Event description:
It was reported that during a da vinci-assisted surgical procedure, that the image from the endoscope rotated 180-degree without user input. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting rotated 180-degree without user input, an investigation is in progress to determine the cause of this reported event. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and reported failure was confirmed. Advance endoscope adapter (aea) bearing friction issue was identified. Additional observations not reported by site: scope shaft bearing friction issue was identified. Laser marking on housing damage/label issue on ic housing. Distal tip contamination. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.